Event description:
Out of range bipolar impedance reported on (B)(6) 2024. Some noise seen on rv bipolar lead failure iegm. Device will be evaluated in person. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.